Event description:
It was reported that the patient experienced overstimulation from the spinal cord stimulator (scs). It was suspected that this provoked a loss of appetite, nausea, and weight loss. The patient underwent a procedure where the scs system was explanted. There were no reported complications post operatively and the patient has recovered. The devices will not be returned as they were retained by the customer. No further information regarding the serial number and explant date of the explanted devices has been able to be obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: artisan upn: m365sc8216700, model: sc-8216-70, serial: unknown, batch: unknown.